Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the application software was uninstalled and re-installed on the navigation system. Additionally the tools package in the software was updated. Memory space on the system was increased, decreasing the usage percentage on the computer. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system was not operating ads designed. It was later reported that the site was unable to complete tracer patient registrations and it was noted that the registration points would not remain if the exam was exited. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the registration required multiple attempts before passing. It was reported there was a 5-10 minute delay due to the reported issue.